Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "iab catheter was implanted through the right femoral artery, and the machine stopped after several cardiac cycles. Under dsa fluoroscopy, it was found that the balloon could not be inflate properly. After replacing the new catheter, the machine worked normally and the patient was transferred to the ward smoothly". Additional information received stated that second catheter was inserted at the same site as the first. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab unable to inflate completely is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample were the supplied 40cc inflation driveline tubing, short ap tubing, long ap tubing, 60cc syringe, 8fr teflon sheath/dilator w/sidearm, and 8fr teflon sheath/dilator; no blood was noted within any components and no abnormalities were noted to the returned components. Also returned were two 0.025in guidewires; the returned guidewires appeared typical during inspection. Upon return, the peel-away sheath was on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0066in and was within specification of internal process documents. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to internal quality system document with similar results. Dried blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 4.0cm from the iabc distal tip. The puncture found on the iabc bladder, and the leak could cause for incomplete inflation. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the "iab catheter was implanted through the right femoral artery, and the machine stopped after several cardiac cycles. Under dsa fluoroscopy, it was found that the balloon could not be inflate properly. After replacing the new catheter, the machine worked normally and the patient was transferred to the ward smoothly". Additional information received stated that second catheter was inserted at the same site as the first. Patient condition reported as "fine".